Event description:
When visiting the user the home care staff noticed that the right armrest of the hi-loo tilted downwards and the top half of the hi-loo wc-attachment was cracked.

Manufacturer narrative:
The hi-loo wc-attachment consists of two parts (top- and bottom half) which are bonded with eight screws. Two of the screws on the right side is missing and the threaded holes (in the top half) for these screws are damaged. Marks from the screw heads shows that the screws were fastened at manufacturing. Where the screws are missing the top half has cracked when load was put on the right armrest. Since the screws were not returned with the main product, etac's conclusion is that the screws were already missing when the top half broke. It has not been possible to establish why the screws are missing and why the threads are damaged.